Event description:
A nursing assistant transferred a resident from chair to bed utilizing a pt lift. She was unassisted. The resident jerked forward then slid out of the lifting cloth striking lower extremities on the floor. Nursing assistant was able to catch her to prevent striking head on floor. Examination revealed fractured hip and leg. Resident was hospitalized.